Event description:
It was reported that the left ventricular (lv) lead measured high threshold. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted (B)(6) 2007; 5076-52 lead, implanted (B)(6) 2007. (B)(4).